Manufacturer narrative:
UDI of suspect device: (B)(4).

Event description:
The tablet was received. Analysis has not been approved to date.

Manufacturer narrative:
.

Event description:
It was reported that a physician's tablet needed to be replaced due to communication issues. The battery in the wand was replaced, the serial cable was replaced, and the wand was switched, but the issue did not resolve. The usb port in the tablet was loose and was believed to be the cause of the issue. The physician kept getting an error message, and a demo generator was used to perform troubleshooting. The tablet was reportedly not damaged. The physician ultimately was able to get the tablet to work, so no patients were affected. The programming system was working sporadically even with the usb cable being held in. A new tablet was provided to the physician. The tablet has not been received to date.

Event description:
Analysis was approved on the tablet. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications. No further relevant information has been received to date.